Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
(B)(4). The samples were opened and sponges were unfolded twice, but the reported condition could not be found. The device history record (DHR) was reviewed for lot # 130002693762x and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. As described in the complaint incident, the customer may have improperly used the sponge by unfolding it. Due to the design of the sponge, if a customer unfolds the gauze all the way to 1-ply, cut edges would be displayed and appear frayed. The sponge is designed in such a way to contain the frayed edges inward when folded. This product is sold as 12-ply sponge and it is expected that it would be used as 12 or 4-ply. It is recommended to the customer that the sponge is not intended to be used in a single or double ply as it exposes the edges of the sponge. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. No formal corrective action preventive action has been created for this complaint. This complaint will be used for trending purposes and reviewed with plant management.

Event description:
It was reported covidien on (B)(6) 2014 that a customer had an issue with a sponge. The customer reports that in the or, during neuro and ortho cases, the clinician was opening the sponge to 1 ply for dipping and packing purposes. They found the sponge was fraying with loose ends when they opened it up to 1 ply. The customer reports pieces fell into the wound during surgery and the pieces were removed. The patient was not harmed.